Event description:
It was reported that the patient's implantable cardiac monitor could not be interrogated after being implanted. The device had connected normally with the programmer prior to implant; however, the connection could not be re-established post implant. The device was not used and replaced. After device was removed, it was interrogated with no problem. It was suspected that bluetooth interference during interrogation attempts between the implanted device and the programmer caused the connection issue. Patient did not experience any adverse consequences during the procedure and was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.